Manufacturer narrative:
This follow-up report is being filed to relay this is a duplicate of another event report. Please reference medwatch reports 1825034-2013-01408 / 01414.

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2002 and a left total hip arthroplasty on an unknown date. Subsequently, the patient underwent a left side incision and drainage procedure on (B)(6) 2002. Subsequently, the patient underwent a right hip revision on (B)(6) 2013 due to an adverse reaction to metal debris. The head and cup were removed and replaced with a cup, head, and polyethylene liner. No further information has been provided to date. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-02727 / 02728).